Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported via sus voluntary event report: armada balloon dilatation catheter (bdc) leaked at the injection port connector site to the balloon site. Removed balloon opened up new balloon and performed angioplasty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. Abbott vascular conducted an investigation based on the reported case details and found those details to be similar to details in complaints in an existing product investigation. Abbott vascular determined the root cause for the leaks and implemented a corrective action to prevent the leaks.